Event description:
It was reported that during a peripheral stent placement procedure, a stent dislodgement occurred. The unspecified lesion was located in the right external iliac artery. The physician did not encounter any resistance or difficulties while advancing the express biliary ld premounted stent system towards and across the lesion. The physician positioned the express biliary stent in the external iliac and attempted to re-constrain the stent into the sheath, however, the stent came off the balloon and dislodged into the external iliac. The express biliary stent migrated to the right common femoral artery. The physician used another MFR's 15 mm snare and successfully removed the express biliary stent from the pt. The physician successfully completed the procedure by using another of the same device. No pt complications were reported and the pt's condition was noted as "ok".